Manufacturer narrative:
The customer did not provide a reference value for comparison. The accuracy of the customer's inratio inr results could not be determined without add'l info. It is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper tech and improper use of the meter were identified in the complaint. There could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. No further investigation will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Customer (B)(6)) reported potential discrepant high results. Lot #345384: (B)(6): inratio=3.8. (B)(6): inratio=4.2, >7.5. Lot #345626: (B)(6): inratio=3.6. Therapeutic range: 2.0-3.0. Time between tests: few minutes between inratio testing on (B)(6) 2014. Pt self tester milking finger after finger stick; unable to obtain sufficient blood sample; touched finger to sample well; added multiple drops of blood. Meter was in the customer's hand during application of the sample, then the meter was set on a table for the remainder of the test.